Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n124459004, implanted: (B)(6) 2008, product type: catheter. (B)(4)

Event description:
Information was received from a physician in regards to a patient who was being treated with baclofen intrathecal at a dose rate of 165 mcg/day (concentration unknown). The indication for pump use was intractable spasticity and multiple sclerosis. The patient was admitted to the ICU on (B)(6) 2015 because he was showing signs of withdrawal. The patient had heard the pump alarm, but the doctor had not. The pump alarm was scheduled to go off a month ago, and the patient's pump had not been refilled. The patient was going to have an MRI for his multiple sclerosis, not related to the patient's device. Information was requested regarding MRI guidelines. Additional information has been requested, but it was not available at the time of this report.